Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced less than 50% therapy relief at the lead location. It was noted that there was a lead migration. Impedance testing, reprogramming and x-rays confirmed a lead migration. Troubleshooting did not resolve the issue. Xa revision was scheduled for (B)(6) 2014. Additional information was received indicating that the revision got moved up to (B)(6) 2014. The cause for the lead migration was undetermined as the patient had not fallen, had any accidents or any traumas to that area. Both leads were removed and replaced with new leads. The patient was doing well and receiving effective therapy at the time of the report.